Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: while in use, the flexible part of the device head was cracked and the shaft could not be straightened. White foreign material like glue was adhered to the proximal end of the black part of the shaft. New device was opened to complete the procedure. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4).